Event description:
It was reported that after the boston scientific farapulse pfa procedure the patient was noticed to have a pericardial effusion. The baseline echo did not show any effusion. After the procedure, during post-pfa intracardiac echo imaging an effusion was noticed. The patient did not display symptoms. A pericardiocentesis was performed. The last known patient status was stable; they were sent to recovery. Bsx farapulse pfa system in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).